Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis, most prominent in the left tube') in an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, menorrhagia and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/hysterectomy-robotic assisted, bilateral salpingectomy, lysis of adhesions, cystoscop). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: on the right side 1 coils were noted after release, and the left side 3 coil was noted concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , other relevant history, date explanted added. Event : " medical device removal " updated to " acute salpingitis, most prominent in the left tube' and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.